Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. The potential root cause include a downstream occlusion alarm occurs when the distal line (tubing exiting the cassette) builds up pressure due to kinks or occlusions until the pressure matches the setting and the alarm is triggered. The pump measures the pressure when the dsps (downstream pressure sensor) on the lvp interacts with the diaphragm on the administration set. As the set pressurizes, the diaphragm pushes on the sensor. When the threshold is reached, the pump triggers the downstream occlusion alarm. No sample available for evaluation. Therefore, reported failure could not be replicated and exact root cause could not be provided. The current process controls cetection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections. The batch record fa24i05127was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: rn attempted to infuse rbcs, however the IV pump kept alarming upstream occlusion on the secondary port. The rn tried another pump with the same alarm. Rn changed tubing and the same alarm continued. Blood bag was unable to be removed from second set of tubing to try for a third set of tubing with a different lot#. Tubing was removed from the IV pump and could not get the blood to drip via gravity, so something seemed to be restricting the tubing flow. Affected lot # was fa24105127. Patient did not receive any of the product and rbcs ended up being discarded and a new rbc unit was ordered. Cns removed other blood tubing with that lot number. Second unit of rbc was infused on different lot# blood tubing without any problem. A preliminary review identified the following issue: clogged admin set an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Updated evaluation findings in b5.

Event description:
During a retrospective review, it was determined that supplemental MDR #1 contained investigation findings related to a downstream occlusion alarm (with no sample returned for evaluation). As the issue reported was for repeated upstream occlusion alarms, the findings are as follows: findings: no sample or picture available for analysis. Note: without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. Root cause: an upstream occlusion alarm is triggered when the lvp cannot fill the ipc (pumping chamber) of the administration set due to the inlet tubing of the set being kinked or the slide clamp being actuated on the tubing. Small syringes can sometimes cause this to trigger when infusing from the secondary access port (through the secondary lav). Spike was not inserted correctly into the solution bag. If an administration set triggers this alarm without the tubing being kinked/clamped or without infusing through a small syringe (5 cc), there could be an issue with the administration set that needs to be investigated. No sample available for evaluation. Therefore, reported failure could not be replicated and exact root cause could not be provided. Current process controls detection: 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. Quality sampling for final physical testing, for performing a flow and underwater leak tests. 100% visual inspection related to kinks during the manufacturing process and final physical inspections. Code no.: set-0014-20. Batch no.: fa24i05127. Exception generated: the batch record fa24i05127 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. Quality test results: the finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.